Manufacturer narrative:
(B)(4). Recurrent hernia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laparoscopic ventral hernia repair six to eight months ago and mesh was used. The patient experienced abdominal pain and underwent a second laparoscopic procedure was on (B)(6) 2011. The surgeon observed thick adhesions and a hernia defect through mesh. The mesh appeared to be compromised at the pore. The pore size was larger, allowing for the hernia defect. The original hernia sack was still noticable with no integration noted.